Manufacturer narrative:
The device has been returned to masimo for eval. When the investigation is complete, a follow up report will be submitted.

Event description:
It was reported that the unit does not alarm on a nurse call sys. No pt incident was reported.